Manufacturer narrative:
Evaluation results: the device was received on march 8, 2017 and was sent for decontamination prior to device evaluation. It was received for evaluation on march 13, 2017 and evaluation was completed on march 21, 2017. The customer reported that the needle was free from the microtip. Needle separation was confirmed upon receipt of the handpiece. The needle tip was not returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue; however wear or damage to the needle could not be verified as the needle was not returned. The immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, during the procedure the needle tip dislodged into the patient. The needle tip was removed by the doctor and examined. It was found to be intact. Another microtip was used to complete the procedure. There was no harm or injury to the patient caused by the failure.

Manufacturer narrative:
The device was received on march 8, 2017 and has not yet been evaluated. Upon completion of the evaluation a follow-up MDR will be submitted.

Event description:
Per the information provided, the needle fell out of the handpiece right before the doctor was going to use it. Another handpiece was used to perform and complete the procedure. There was no injury or harm to the patient, however the patient had been prepped for surgery.